Event description:
A clinical coordinator reported low to no phaco power during a procedure. The system was switched out and the case was completed. There was no patient harm reported. Multiple attempts have been made to retrieve additional information but none has been received to date.

Manufacturer narrative:
The company representative examined the system and was unable to replicate the problem reported. Additionally, the company representative tested the customer's handpiece and was unable to find any issue. The system was then tested and met all product specifications. No samples is returning for evaluation. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined. (B)(4).